Event description:
The surgeon attempted to fire the device but the device would not activate. Device trigger found to be not working. Events as followed: stapler placed across bowel and closed, tried to trigger device to fire, would not work, stapler opened and removed. Additional echelon obtained, placed on bowel, fired appropriately. Ethicon rep present. Rep tried additional battery pack to troubleshooting why the initial stapler did not work. Battery worked fine. It was the trigger mechanism to initiate the stapler firing that did not work.